Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2005. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information received on 2may2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2005 via the right common femoral vein due to status post trauma with intracranial hemorrhage, contraindication to anticoagulation. [Pt] is alleging filter in place more than 90 days without further details. Attempted retrievals are unknown at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.